Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation; however, during the third inflation at 14 atmospheres, the balloon ruptured. A 2mm x 40mm x 145cm coyote balloon catheter was selected and advanced for dilation; however, on the fourth inflation at 14 atmospheres, the balloon also ruptured. Both devices were removed from the patient and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.5mm x 20mm x 143cm and 2mm x 40mm x 145cm coyote balloon catheters was advanced for dilation. However, during third and fourth inflation at 14 atmospheres, both balloons ruptured. These devices were removed without any issues and the procedure was completed with dfferent device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter.the shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 1mm distal from the proximal marker band.